Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (code 107/abnormal shutdowns) was investigated. As received, the monitor would not power up. Upon evaluation, multiple components were thermally damaged on the defibrillator and pca boards. High voltage had deviated to low voltage circuitry and caused the damage. The root cause of the voltage deviation cannot be positively identified due to the extent of the damage. There was no death or adverse event associated with the monitor malfunction.

Event description:
03/05/2021-resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form could not be located. The internal audit indicates that the electronic 3500a form, within the esubmitter application, was created on (B)(6) 2018. Acknowledgements 1, 2, and 3 could not be located. A us distributor returned a monitor indicating that it was producing a service code 107 (abnormal shutdowns).